Manufacturer narrative:
After investigation of the device the evaluation was reviewed and this case is deemed reportable. Due to the fact that a patient harm was reported. Investigation results: visual investigation: investigation was carried out visually and microscopically. Here we found a broken off latch. Additionally we made a visual inspection of the fracture surface. No abnormality could be detected. According to the quality standard and DHR files a material defect and production error can be excluded. Investigations lead to the assumption that the broken off latch was caused due to an improper handling. There is the possibility that the broken off latch was damaged due to an improper removal out of the primary sterile package or improper inserting of the cartridge. The instructions in the operating manual must be followed. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
It was reported to aesculap ag that a ligature clip 12 mag.= 144 pcs (part # pl572t) was used during a procedure performed on (B)(6) 2021. According to the complainant, during the surgical procedure, after the surgeon fired the first shot, the device was removed from the patient and part of the clip magazine was found to be broken off. Followuthe surgeon searched the abdominal cavity, but was not able to identify or recover the fragment. Therefore, the reporter indicated the possibility that the fragment remained in the body. The complaint device was returned to the manufacturer for evaluation. No patient complications have been reported at this time. The adverse event is filed under aag reference xc (B)(4).